Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30467010m number, and no internal actions related to the reported complaint condition were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident (cva), thrombosis and death. No bwi product malfunctions were reported throughout the case. Ablation was completed with no issues. After the procedure, when the sheath (non-bwi device) was being removed from the jugular vein puncture site, a thrombus was found. The patient became hypotensive, and edema was also observed. Anticoagulation therapy was administered and was moved to the hospital ward. Subsequently, cerebral infarction was confirmed. Patient required prolonged hospitalization. On post-procedure day 4, the patient died. The physician commented no thrombus was found attached to the tip of the thermocool® smart touch® sf bi-directional navigation catheter, which suggested the issue was not caused by a product defect. Physician¿s opinion regarding the death is that it occurred due to brain bleeding.